Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was on warfarin prior to implant and this was uninterrupted. A watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. During release criteria of the device, thrombus was identified in the pulmonary vein via transesophageal (tee). The activated clotting time (act) was 241 seconds. The device was implanted and no further treatment was required to treat the thrombus. The patient remained asymptomatic and was discharged the following day.